Event description:
Follow up information indicated the patient had surgery to replace the ipg with a different model. Therapy restored post-operatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg would not communicate with the patient programmer and the charger could not locate the ipg. The patient had not charged the ipg in months. A company representative confirmed the ipg to be inoperable. The patient plans to have surgery to replace the ipg.